Event description:
It was reported that an 8110 syr was affected by plastic recall and also unit is affected by r090 and r111. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: correction to remove the following codes in section h6 reported in error in the initial MDR. Annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer? Annex a: a25. Annex g: g0405203. Annex b: b01. Annex c: c19. Annex d: d15 h3 other text : see manufacturer narrative.

Event description:
It was reported that an 8110 syr was affected by plastic recall and also unit is affected by r090 and r111. There was no reported patient involvement.